Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02006 medical devices: m2a-magnum pf cup 52odx46id catalog#: us157852 lot: 867630, m2a-magnum mod hd sz 46mm catalog#: 157446 lot#: 178590, bi-metric/x por nc 9x125 catalog#: x180309 lot#: 166270. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 5 year post-implantation due to pain, lack of mobility, and elevated metal ion levels. During the revision, some corrosion was found at the base of the head. There was also significant corrosion on the trunnion. Attempts have been made and additional information on the reported event is unavailable.